Event description:
Customer reported that after 22 mins of lasering (100,00 joules) during a prostate procedure, the laser beam was lost (no laser beam output). The case was completed by turp. There was no injury reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customers initial report of a loss of beam output, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber's metal cap was found to be detached, the glass cap showed of clouding/devitrification; the metal cap was not returned. There was no report of injury as a result of this event and there was no indication or report of any part of the device remaining inside the pt. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or sent the system to standby mode. Based on the analysis findings, a detached fiber metal cap may also result in a forward firing condition of the side-firing surgical fiber, which had been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.